Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance out of range. Technical services (ts) was consulted and suspected lead fracture. Ts recommended further testing. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).